Event description:
It was reported that balloon rupture occurred. The 90%stenosed target lesion was located in a shunt in the severely tortuous cephalic vein. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 70 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) center.